Manufacturer narrative:
Evaluation summary: (B)(4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The implantable cardiac defibrillator (ICD) was returned to the manufacturer with no information from an unknown source. Information identified in the manufacture's data base indicated the patient is deceases. The ICD was analyzed and tested out of specification. A cause of death was requested and not received.